Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013. During the procedure, the device started to chug and then stopped after a quarter of the fibroid resection. The physician proceeded to change the hand piece and ended up changing only the cable handle part of it, leaving the same trocar in the patient. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.